Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of separation catheter from adapter was confirmed upon inspection of the photo. Analysis of the sample showed that the reported defect was observed. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
When flushing, the dfx hub popped off. Did not power inject but fell off when flushing. Describe patient /(hcp) / user impact: blood got everywhere stated it happened last week as well with a 22g but was just notified at 3:50pm est on (B)(6) 2025. Apparently, it happened when it was power injected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.